Event description:
This info was received via maude event report. It was reported that during a right subclavian catheter placement, they were attempting to remove the guide wire. The guide wire split into two and also tied in a knot. It was unable to be removed until CT surgery was called to remove it. No apparent ill effects to the pt were reported.

Manufacturer narrative:
(B)(4). The device will not be returned.